Event description:
It was reported by the international affiliate that the pacemaker was an "external" pacemaker, not an indwelled-type. At first they thought the pacemaker had some defect, therefore they tried to exchange the "external" pacemaker. The newly exchanged pacemaker didn't recognize the catheter as well. As they finally thought reading difficulty was due to some catheter defect, the catheter was exchanged.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.